Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was inserted and remove due to an unknown reason. Additional information was provided by the facility representative indicated "lens was noted to be damaged with crack upon insertion". The facility representative reported "removal of lens with additional manipulation caused swelling and iris sphincter tear" and indicated "enlarged incision may need pupilloplasty". Additional information has been requested.